Event description:
International affiliate reported that the mesh slipped post operatively. Surgeon states that the mesh slippage could be related to either to how mesh was fixated, or to the fixation devices (four sutures stays were placed during original surgery) eight to ten suture stays were placed during re-operation.